Event description:
Customer reportedly received result of 240 mg/dl on advantage system 1 and 112 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551114, expiration date 01/31/2011). Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 2.

Event description:
Customer reportedly received result of 240 mg/dl on advantage system 1 and 112 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.